Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse calibrated the touch screen to correct the reported issue.

Event description:
The customer reported that the touch screen was not working.